Event description:
The reporter stated that during a qwix 3.0mm surgery, the k-wires broke, one during the insertion of the k-wire, one after the insertion of a screw, and one during the removal of the k-wire. The surgeon completed the surgery without difficulty. There was no pt injury.

Manufacturer narrative:
The device was not returned for evaluation. A review of the device history record found no anomalies during the mfg period of the product. A review of the complaint system for the past two years showed that this is the seventh reported incident for a 1.0mm k-wire breakage. The complaint rate for this kind of incident during the stated time period is 0.007 %. Prior to release, all k-wires are tested. Testing includes: finished appearance, measurement and inspection of documentation. Given the description of the event and the lack of returned product, the root cause could not be determined at this time. No corrective action has been taken at this time. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.